Manufacturer narrative:
Review of medical records provided clarified the following: approximately 1-year post tavr the patient presented with angina, the patient reported not taking plavix (discontinued). On admission troponin was elevated, concerning for nstemi. In the ed, the patient received aspirin and was started on heparin drip. Further work-up of nstemi revealed increased tavr gradients consistent with tavr stenosis. The patient was going to be monitored with echocardiogram. There was no report of additional intervention being required. The device was not returned to edwards lifesciences for evaluation as it remains implanted in patient. A device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review performed revealed no other complaints relating to the event. The 3mensio imagery report was reviewed and the following was noted: annulus area derived: 25.5 mm, and annulus area: 509.5mm2. Based on this review, the patient's annulus measurements are consistent with sapien 3 26mm valve. The following instructions for use (IFU) were reviewed: commander delivery system with s3u thv, us, and procedural training manual. Based on this review, there were no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for stenosis was confirmed from the medical report. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Review of the medical report revealed that the patient was not taking anticoagulant. Inadequate anticoagulant therapy can lead to valve thrombosis, formation of blood clots on the valve leaflet. Thrombosis may resemble leaflet thickening, and impact leaflet coaptation, leading to stenosis. Furthermore, it was also noted that the patient has a past medical history of hypercholesterolemia, which is a well-known risk factor of bioprosthetic valve stenosis or calcification. As such, available information suggests patient factors (patient stop taking anti-coagulant and hypercholesteremia) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Review of medical records provided clarified the following: approximately 1-year post tavr the patient presented with angina, the patient reported not taking plavix (discontinued). On admission troponin was elevated, concerning for nstemi. In the ed, the patient received aspirin and was started on heparin drip. Further work-up of nstemi revealed increased tavr gradients consistent with tavr stenosis. The patient was going to be monitored with echocardiogram. There was no report of additional intervention being required. The device was not returned to edwards lifesciences for evaluation as it remains implanted in patient. A device history record (DHR) review was done, and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review performed revealed no other complaints relating to the event. The 3mensio imagery report was reviewed and the following was noted: annulus area derived: 25.5 mm, and annulus area: 509.5mm2. Based on this review, the patient's annulus measurements are consistent with sapien 3 26mm valve. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. The following instructions for use (IFU) were reviewed: commander delivery system with s3u thv, procedural training manual. Based on this review, no IFU/training deficiencies were identified. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. There are cases of svd that result in a combination of regurgitation and stenosis. It may be mild and not require any intervention or it may be moderate to severe. In these cases, it causes the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, a definitive root cause was unable to be determined based on the limited information provided. However, patient factors not provided may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), approximately 1 year post implant of a 26mm sapien 3 ultra, the patient presented with increased symptomatic valve failure (increased gradients). Echo findings were consistent with tavr stenosis (peak velocity 4.2 m/s, mean gradient 55 mmhg, acceleration time 114 ms, dimensionless index 0.12) eoa is 0.65 cm2; indexed avai 0.37 cm2/m2.